Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. There was no evidence of blood on the device. The device was tested to the vacuum weight test. The device was able to lift the weight without compromising the integrity of the foam seal bond. Based upon the findings of this functional test, the reported complaint "suction cup kept popping off and not holding" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the suction cup kept popping off and not holding. A replacement unit was used to complete the procedure. There were no patient effects. The product is returned.